Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors was observed. All electrical measurements were normal. The lead will be monitored. Patient is doing fine.